Manufacturer narrative:
Additional device product code: kwq. Date device returned to manufacturer. A device history record (DHR) review was performed for part number: 314.467, synthes lot number: h324328, supplier lot number: n/a: release to warehouse date: 12-jun-2017, expiration date: n/a, manufactured by synthes monument: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was performed. It was reported that the blade tips are bent on a stardrive screwdriver shaft. The t8 stardrive screwdriver shaft (314.467) is a common trauma instrument, noted in 30 system technique guides including: 2.4mm va lcp distal radius, compact distal radius and modular clavicle plate. In each instance, the instrument is utilized for screw insertion/removal. The returned instrument was examined and the complaint condition was able to be confirmed as the device was found to have a twisted tip. The twist is in the direction of resistance met during attempted screw insertion. No definitive root cause was able to be determined however the failure mode is typically associated with the application of excessive force during screw insertion/removal; based on the direction of the twisted tip, the failure occurred during insertion. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of the device. No dimensional analysis was possible due to post-manufacturing damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. It is unknown when the event occurred. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blade tips are bent on a stardrive screwdriver shaft. This was found during routine inspection in sterile processing. The age of the device is unknown. No patient/procedure involvement. This complaint involves 1 (one) device. This report is for the screwdriver shaft; (B)(4).

Manufacturer narrative:
Additional information - update PMA/(510k).